Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving an alert for high impedance. The lead was dislodged due to twiddlers syndrome. Lead fracture suspected. The lead was explanted.